Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3, e1 (initial rep name).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9, g3, g4, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, e2, e3, g2. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. (B)(6), a cvicu rn, called requesting assistance for a fo sensor failure alarm, arterial waveform quality, and an unable to update timing message. She reported the patient was a recent transfer from an outside facility. Upon arrival to her department, the fo sensor alarm was alarming. She reported the patient was on ECMO, and the plan was to remove the balloon catheter. She stated she had troubleshot the fo sensor failure alarm by switching out the console, however that did not resolve the alarm. She reported that once she switched out the console, she placed the pump into semi-auto mode, which resolved the unable to update timing message. She had also removed the fo sensor from the cardiosave and successfully switched to the inner lumen. (B)(6) also stated that she had flushed the inner lumen multiple times. She reported the arterial waveform would appear to be an appropriate waveform at first, but then would slowly dampen. A screenshot of the iabp monitor revealed a dampened arterial waveform after flushing the inner lumen for 20 seconds. Esp team member recommended switching to another ap source. She switched to a radial arterial line without difficulty, which provided more appropriate waveforms and blood pressure indices. No patient harm or injury reported.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Lynn, a cvicu rn, called requesting assistance for a fo sensor failure alarm, arterial waveform quality, and an unable to update timing message. She reported the patient was a recent transfer from an outside facility. Upon arrival to her department, the fo sensor alarm was alarming. She reported the patient was on ECMO, and the plan was to remove the balloon catheter. She stated she had troubleshot the fo sensor failure alarm by switching out the console, however that did not resolve the alarm. She reported that once she switched out the console, she placed the pump into semi-auto mode, which resolved the unable to update timing message. She had also removed the fo sensor from the cardiosave and successfully switched to the inner lumen. Lynn also stated that she had flushed the inner lumen multiple times. She reported the arterial waveform would appear to be an appropriate waveform at first, but then would slowly dampen. A screenshot of the iabp monitor revealed a dampened arterial waveform after flushing the inner lumen for 20 seconds. Esp team member recommended switching to another ap source. She switched to a radial arterial line without difficulty, which provided more appropriate waveforms and blood pressure indices. No patient harm or injury reported.

Event description:
It was reported by customer that intra-aortic balloon pum (iab) had alarm, fiber optic sensor failure and unable to monitor arterial pressure waveform. There was no patient harm.

Manufacturer narrative:
E1: event site name: (B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).